Event description:
Additional information received indicated the left ventricular (lv) lead also had no capture due to the dislodgement. This caused the patient to have shortness of breath and fatigue. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies.

Event description:
It was reported that the patient's left ventricular (lv) was dislodged, and this was discovered via a chest x-ray. The patient was symptomatic; however, no further information was made available regard this. The lv lead was explanted and replaced. Further information was requested, but no additional information was provided.